Event description:
Pt reported 45 minutes after receiving the w2 (battery low) alert, the infusion device switched off by itself without an e2 (battery depleted) error message. Pt stated, the infusion device was "dead". Pt is using the correct battery type. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.